Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 4.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported. Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 16mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. The reported information indicates the device was inflated to 12 atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 4.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.